Event description:
The physician attempted arteriotomy closure with the closer s 6 fr, device after an interventioinal procedure to place a stent in a totally occluded left anterior descendintg artery. The sutures and needles were deployed without problem. During the knot tying, the rail suture was brought down appropriately. The non-rail suture and knot pusher were used appropriately to lock the knot after reaching the arteriotomy. It was noticed at the time that the knot pusher was not able to be removed. The pt was transferred to the ICU. A vascular surgeon did an effaciotomy at the bedside and was able to remove the device. The pt was discharged home and was reported to be "doing well".